Event description:
The pump was returned for pneumatic valve leak failure (valve 1). Upon return, the device started up with a red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Unit passed recharge test and failed hardware test due to valve 2 error. Removed and replaced pneumatic assembly and error did not occur. No other damage found.

Event description:
The following has been reported: biomed reported: "service needed pump problem on screen". Patient harm: unknown. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.